Event description:
Report received of a non-delivery of diprivan. The pt was in the hosp with respiratory failure on ventilatory support receiving diprivan at 6ml/hour. It was reported that the pt "woke up" when pt should not have. It was reported that the pump was incrementing like it was delivering, but no fluid was infusing. The customer contact reported that the non-delivery occurred for approximately 2 hours. The pump was removed from clinical service, but the serial number was never recorded. There was no reported adverse pt event, and the pt's IV access remained patent. Though requested, there was no further info available.